Event description:
It was reported via repair work order that the zoom had unintended motion due to zoom bar malfunction and malfunction with head end top enclosure and springs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.